Event description:
It was reported that a cardiac lead impedance was trending downward, recently measured at 212 ohms and that the patient stated the device was beeping. Additionally, it was reported that the device did not meet longevity estimates, with no known reason why. The lead was also reported as failed. The lead was capped and replaced. The device is still in use. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low resistance/impedance, impedance/resistance decrease condition on the lead. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2010.

Event description:
It was reported that a cardiac lead impedance was trending downward, recently measured at 212 ohms and that the patient stated the device was beeping. Additionally, it was reported that the device did not meet longevity estimates, with no known reason why. The lead was also reported as failed. The lead was capped. The device is still in use. No patient complications were reported due to this event.